Manufacturer narrative:
(B)(4). Batch # l5519h. The analysis found that one ecr60b cartridge reload was received fully fired. In addition the cartridge was noted to be broken in three pieces and the cartridge pan dislodged. In addition the cartridge deck was noted to be damaged. No conclusion could be reached on what may have caused the cartridge to be damaged. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. The reported event could not be confirmed as no further functional testing could be performed due to the condition of the reload. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the staples were irregular after the first firing. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.